Event description:
During inspection, the customer found that the device internal paddle would not connect to the mating device connector; the pin was either bent or missing from the cable. A back up cable was able to successfully connect to the defibrillator. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and recommended replacing the internal paddles cable. Follow up with the reporter found that the customer disposed the failed cable. The cable was not returned to physio-control for analysis. Hence, further cause of the reported problem could not be determined.